Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) clinical product specialist that an iw934jeu cosycot infant warmer had a broken base. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Cracks to the base region of the cosycot infant warmer are known to occur when it has been overloaded. We are currently seeking more info about the reported complaint. We will provide a follow up report with the results of our investigation.